Manufacturer narrative:
The system was serviced in the field. The detector was found receiving 27 vdc which was out of specification. The issues were found on boot up with the collimator. The covers were removed and visually inspected. The collimator was closed. No fragments or debris were found. The machine was turned off and the collimator was massaged which restored function and resolved the failure. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during servicing. It was reported that while working the system, the field service engineer (fse) found that the system was getting a collimator error during initializing. There was no patient present.